Event description:
Caller reported a cgm error, which interrupted the sensor's normal function. There was no reported adverse impact to the customer's blood glucose level. Technical support helped the caller reset the pump, and the pump no longer displayed the error code, allowing the caller to successfully begin their sensor session.